Event description:
A male patient underwent emergent aaa repair in 2009. The patient had a short angled neck that was outside the criteria (19). The only main body graft available was a zenith main body graft that was 22 millimeters in diameter. A c-arm was used to assist in the procedure and the patient was converted to aorta-uni a type I endoleak was confirmed after placement (1820334-2009-00493). The physician then chose to place a zenith cuff and the cuff went against the contralateral limb. Another manufacturer's stent was placed to repair the type I endoleak. A couple of days later a CT revealed a small type iii endoleak at the site of the contralateral limb, which had been crushed by the cuff. The physician placed a zenith converter, which treated all issues, three days later. The status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.